Event description:
It was reported to ge that one of the monitor supports, along with the monitor, fell from a dual monitor suspension due to the loosening of the fastener which holds the right monitor support yoke to the cross bar that holds the two monitors. No injury was reported. The field engineer drilled a hole into the cap screw and installed a safety wire to prevent the nut from backing off all the way.